Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: during evaluation the pump could not detect the cartridge during the load cartridge step and the pump emitted a no cartridge detected warning. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: during evaluation the pump could not detect the cartridge during the load cartridge step and the pump emitted a no cartridge detected warning. The force sensor was found to be out of calibration and contamination was observed on the force sensor assembly. Unrelated to the event the display was found to be dim.